Manufacturer narrative:
Per the tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 600 mg/dl. Customer went to the emergency room, was treated intravenously with insulin and unknown mix fluids, and was admitted to the hospital approximately 5 hours later for diabetic ketoacidosis, acute kidney injury, and hyperlipidemia with a blood glucose of 170 mg/dl. Customer was treated intravenously with what they believe was insulin and saline, and was released a day later with the issue resolved and no permanent damage. Customer reported using trusteel infusion set for 3 days. Tandem technical support educated customer that trusteel infusion sets are labeled for 48 hours of use per the user guide. Customer declined system check with technical support, but was referred to clinical sales support for additional assistance. Css confirmed that customer's hcp followed up with customer for further education and support.